Event description:
On (B)(6) 2013, the reporter contacted animas stating that the battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/26/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2014 with the following results:a review of the pump¿s history showed multiple low battery warnings and a replace battery alarm. The battery compartment was intact and the pump was able to power on with the returned battery cap. The pump¿s current draws were found to be out of specifications. The pump cover was opened, and no internal moisture was found. An internal component of the printed circuit board was found to have an intermittent connection; causing the high current draws. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.